Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient experienced high ketones, nausea, blurry vision, stomach pain, and chest pain while the cgm was displaying a wearable failure. The parent took a fingerstick and the blood glucose reading was around 500 mg/dl. The parent treated with insulin and zofran and brought the patient to the hospital. At the hospital the blood glucose reading was 600 mg/dl, and the patient was diagnosed with diabetes ketoacidosis. The patient was admitted and was treated with intravenous fluids. At the time of the report, which was 2 days after the event date, the patient was still admitted but was stable. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "however, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation."

Event description:
However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation.